Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. Predilatation was performed leaving 25% residual stenosis. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment; however, resistance was felt during insertion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. Predilatation was performed leaving 25% residual stenosis. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment; however, resistance was felt during insertion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.